Manufacturer narrative:
On 18aug2022, the roller pump was returned to the manufacturer.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) started the roller pump and a 'pump jam' message displayed. The pst observed that the optical switch was missing. The service repair technician (srt) replaced the optical switch. Verification/release testing passed. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated blocks: d9, h3, and h6 the reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) installed the optical switch cable assembly into a lab use only (luo) roller pump, started the pump and immediately received a 'pump jam' message. The optical switch cable assembly did not operate as intended. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during the use of the device for a non-clinical activity, the roller pump optical sensor was broken causing a 'pump jam' message. There was no patient involvement.

Manufacturer narrative:
Per the manufacturer's subsidiary, when turning on the roller pump, the value displayed on the screen was not normal as it was showing negative revolutions per minute (rpm), and then an error message appeared for a pump jam/over speed. The optical sensor was replaced and the roller pump worked as intended.